Event description:
A customer contacted beckman coulter (bec) reporting that 10 - 20 mls of lh series cleaner leaked from the coulter lh 500 hematology instrument and onto the counter. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The customer found a disconnected tubing at wire marker 16 on the inside pad of the blood sampling valve (bsv). The customer re-attached the tubing which resolved the leak. Bec service was cancelled since the customer corrected the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).